Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reason for return was confirmed. The lead insulations were abraded and the pacing coil/metal wires of the svc cable were exposed in the same area. The damage found is consistent with lead friction to the ICD can. The reported oversensing may occur when exposed metal of the pacing coil/svc cable comes in contact with the ICD can.

Event description:
It was reported that the iegm showed a sensing anomaly. During explant an insulation break was observed.